Manufacturer narrative:
H3: 81 - evaluation is in progress, but not yet concluded.

Event description:
It was reported that during the use of the device for a non-clinical activity, the central control monitor (ccm) had no display. There was no patient involvement.

Manufacturer narrative:
Updated block: h6. The reported complaint was confirmed. The service repair technician also duplicated the reported issue as the display was black caused by a defective backlight. The liquid crystal display (lcd) was replaced. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) connected the central control monitor (ccm) to lab use only (luo) testing equipment. The ccm was powered up and the screen remained blank. The pst verified that the monitor was functioning by using a flashlight and observed the fan spinning. A luo inverter was installed, and the monitor screen backlight did not illuminate. It was determined that the ccm liquid crystal display (lcd) backlight did not meet specification.